Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, certificate of conformance, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause os recurrence of si joint pain symptoms.

Event description:
On (B)(6) 2012, the surgeon performed a left si joint arthrodesis utilizing three ifuse implants. There were no intra or post-operative complications. The pt had no new pain complaints and had marked improvement in his left si joint pain. The pt began to complain of recurrent left side si joint pain approx six months after the index operation. The pt described pain in the same location and of the same nature that was present prior to the original left si joint arthrodesis. The surgeon was of the opinion that the ifuse implants were loose on the sacral side. On (B)(6) 2013, the surgeon performed a revision surgery where he attempted to remove the previously placed ifuse implants. The cephalad and the middle implants could not be removed even with forceful used of the slap hammer and the ifuse removal tool. The third implant was removed with aggressive hammering. There was bone adherent to the third implant. The surgeon elected to leave the two proximal ifuse implants in place. The surgeon then placed two nu-bone dowels into the left si joint from a dorsal approach. Per dr. Reckling (si-bone vp of medical affairs), "medical review of this case shows it to be a case of recurrence of symptoms after a significant (six month) interval of marked improvement of the original si joint pain. I was not able to review the CT scan prior to the revision surgery, and as such I can make no comment regarding the position of the implants."